Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flushing pump flap module kept popping open during operation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, corrections and the final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed, the device had issue with pump module keeps popping open during operation. A definitive root cause could not be identified. Based on the investigation results the most probable cause of the identified failure is cause traced to damaged pump head and adapter plate, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump flap module kept popping open during operation. There were no reports of patient harm.